Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
T was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 69 percent remaining to 16 percent remaining in two months time. Engineering analysis confirmed the early depletion and noted that the battery usage has increased over the last few months causing the depletion. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.